Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the integrated electrosurgical unit (iesu) or erbe and it produced a question mark when an instrument and cable were connected. Fse replaced the erbe. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the issue was not confirmed using system logs. Functional testing revealed that the unit powered on normally and successfully and cauterized across all ports and instruments without issue. The erbe log showed error c-84. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on field evaluation but not replicated by failure analysis. A definitive root cause could not be identified. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that integrated electrosurgical unit (iesu) or erbe had no monopolar energy output. The customer mentioned that the handheld monopolar had no issue before; however, when the customer connected the green cord into the erbe, question marks appeared. The customer did not change the cord or the instrument. The customer elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported.